Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(6) 2021, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(6) 2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that the patient's doctor wanted to put a paddle lead in because they were unable to get to the right side with the leads because of scar tissue. It was unknown when this occurred; the caller stated it had been a while ago. It was noted the doctor is no longer planning on putting in a paddle lead. The patient inquired about the pump therapy and a list of doctors who work with the pump therapy was sent to the patient. The caller also inquired about how long the patient could be in a MRI machine because the patient was potentially going to get a MRI of his spine from the cervical region down to the lumbar region. No further complications were reported or anticipated. (B)(6) 2018 patltr (con): additional information was received from a consumer regarding the patient. It was reported that clarification was provided for the doctor being ¿unable to get to the right side,¿ and it was noted that it was due to scar tissue. The scar tissue was a result of previous surgeries. The doctor was unable to get to the right side with the lead in (B)(6) of 2017. They had to stop the procedure and the patient started coughing up blood. The leads were crumpled, and the patient later returned to surgery to straighten the leads. There have not yet been any therapy issues or symptoms related to the doctor not being able to get to the right side with the lead. The patient was having an MRI for the future potential surgery of a ¿ribbon¿ or paddle to fix the ¿right side.¿ there were no further complications reported.